Event description:
It was reported that this device exhibited inflation and deflation issues. In addition, the patient stated that the pump is not working properly as it gets stuck. Imaging tests are planned to be performed to determine if the issue is due to the device or to the user. No additional information was provided.

Manufacturer narrative:
The exact event date was not available, therefore the date 01/01/2024 was used as estimate.